Event description:
It was reported the patient presented in clinic for a follow up. During capture threshold testing, the patient went into ventricular fibrillation. The leadless pacemaker was unable to pace the patient out of the arrhytmia. Emergency intervention was completed, and the patient was resuscitated. The patient was stable and recovering.

Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution.